Event description:
A surgeon reported that following implantation of an intraocular lens, it was noted that there was a crack in the center of the optic. The lens remains implanted. There was no impact/injury associated with this event.